Event description:
Vascular solution stent deployed in the lao and the tip broke off and remains lodged in the vessel. The catheter is in the vein graft. It sheared off during the procedure. It is not compromising flow.